Manufacturer narrative:
Consumer reported peri-implantitis, inadequate bone quality/ bone quantity, pressure from provisional prosthesis & tongue, consumer also reported pain, bleeding, & mobility issues.

Event description:
Consumer reported peri-implantitis, provisional prosthesis, tongue pressure, pain, bleeding & mobility issues.